Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 14, 2006, the lay-user/reporter contacted lifescan alleging that his wife's one touch ultra meter was reading low. The medical affairs specialist spoke to the patient and reporter on july 19, 2006, to obtain/verify information. On an unspecified day in 2006, the patient admitted to eating breakfast, lunch, and dinner. Before going to bed, the patient tested her blood glucose on the reported meter and got a reading between 100-200 mg/dl. The patient was asymptomatic at the time and took her prescribed evening dose of 25 units of insulin before going to bed. The patient could not recall what the name of the insulin was but she did mention that she took the insulin on a daily basis. In addition, the patient stated that the reading taken before going to bed was "normal." Later in the middle of the night, the reporter found the patient comatose and immediately called the paramedics. The paramedics tested her blood glucose using an unidentified device and got a reading of "13 mg/dl." The patient was given an IV and taken to the hospital where she was admitted for 4 days. The patient did not remember what types of treatment she received in the hospital other than IV's (unknown contents). She was told by the hospital that she was unconscious for about one and a half hours. As a result of the event, the patient is now taking 10 units of "novolin" insulin before each meal and 30 units of "lantus" insulin at night. The patient indicated that she is also taking medications for bladder control and high blood pressure. The customer care advocate (cca) noted that the patient was using test strips that expired 10/2004. The meter, test strips, and control solution were replaced. This complaint is reported due to the following conclusion: the patient obtained a reading between 100-200 mg/dl, took a prescribed evening dose of insulin, became comatose, and obtained a reading of "13 mg/dl" by the paramedics on a different device. The patient was taken to a hospital and received medical treatment.